Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus. Based on the results of the investigation: evaluated event 1: e226: the root cause of the subject event was unable to be specified. The probable cause was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event; evaluated event 2: the switch operation did not work: the root cause of the subject event was unable to be specified. The probable cause was caused by failure of the remote switch of the control section, a defect of the circuit board in the remote switch of the control section and in the video connector, or a defect of the system side. Instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events 1 and 2 which could have detected the phenomena. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the videoscope had an e226 scope communication error code when turned on while used with the video system center. The issue was found during an unspecified therapeutic procedure. As the image was still displayed the procedure was completed using the same device. There was no patient injury or medical intervention associated with this event.